Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported they had experienced high blood glucose of 400 mg/dl and leading up to the incident, the customer received a cortisone shot. The customer was calling to get assistance to set 20 percent increase on her basal. The customer was advised to change the entire set, reservoir and insulin and treat as per their health care professional's instructions.